Event description:
It was reported that the tesio line needed to be removed as bleeding was seen from the exit site. A "split" was found in the venous lumen near the cuff.

Manufacturer narrative:
Method - record review, dimensional measurements. Results - a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. One section of the lumen was returned. A visual examination of the lumen revealed a break 0.2cm from the edge of the football cuff. The sample was viewed under magnification. The material shows no evidence of cracking, swelling, crumbling, discoloration, degradation or polymer variation. The device was cross sectioned and measured. All measurements were within the dimensional specifications. We are unable to determine the cause or factors which may have contributed to this event.